Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of the service department of olympus europe se & co. Kg (oekg), omsc surmised there was the possibility this phenomenon was attributed to the following causes; -since the videoscope cable (maj-1430) for the endoscope was disconnected internally, when the connector between the subject device and the endoscope was moved then the image of the subject device was interrupted. -the connection of the electrical contact point of the connector between the subject device and the endoscope became unstable when the user connected the video connector without adequate drying. Therefore, when the connector between the subject device and the endoscope was moved, the image transmission failed and the image of the subject device was discontinued. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to the service department of olympus (B)(4) for evaluation. The service department of (B)(4) checked the subject device and duplicated the reported phenomenon when the connecting device such as the video cable for the endoscope or the camera head with the subject device was moved due to the failure of the video connector socket. It was found so much dust inside the subject device which could be a cause for the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was disappeared intermittently when the video connector (videoscope cable of the endoscope) connected to the subject device was moved at the unspecified timing. There was no patient injury associated with this report.